Event description:
It was reported that the user experienced persistent alert 38 indicating consecutive stalled motor activity on the ilet insulin pump, which continued despite a full supply change, restarts, and a fully charged battery, and a replacement device was arranged. Symptoms included no reported changes in blood glucose and no injury. Outcomes included use of an alternative insulin therapy without interruption and no medical intervention or hospitalization. Investigation included technical troubleshooting by confirming power status and performing restarts, as well as arranging device return for evaluation. Investigation of this device revealed a suspected pump motor stall malfunction associated with the insulin delivery mechanism, consistent with a device performance issue. It was concluded, based on previously established findings for similar reports, that the cause was an internal device component failure of the pump motor assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.